Manufacturer narrative:
Insulin pump had corroded keypad traces noted during visual inspection. No unexpected battery out limit alarms noted. All button functioned properly. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. Insulin pump passed displacement test, operating currents measurements and off no power test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 212 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.